Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and failed battery test. Customer's blood glucose reading was 50 mg/dl. Customer treated their low blood glucose with juice. No significant events leading to the alarms were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No low battery alerts or failed battery test alarms noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and motor tests. No motor error alarms or unexpected no delivery alarms were noted. The pump was received with a cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.